Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The tabletop on this x-ray system moves when the pt is being transferred from the pt cart to the table, this happens when using a bed sheet under the pt or when the pt scoots / pushes themselves over. This table movement happens at random times. No pt has been injured.